Event description:
The customer obtained lower than expected vitros trop I es quality control results across two vitros trop I es reagent lots processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros trop I es quality control results were obtained across two vitros trop I es reagent lots processed on the vitros 5600 integrated system. An ocd field engineer performed periodic maintenance including analyzer adjustments and performance tests. A definitive root cause could not be determined. The root cause of this event is unknown.